Event description:
It was reported that the procedure was to treat a de novo mildly calcified, mildly tortuous left anterior descending artery (lad) lesion with 100% stenosis. The 1.20 x 6mm mini trek bdc was advanced to the lesion; however, resistance was noted with the anatomy. During the first inflation at 6 atmospheres, the balloon ruptured. The trek was removed from the patient and the procedure was completed with a non-abbott balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the mildly tortuous and mildly calcified lesion resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.